Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the console shut down on its own and a system advisory displayed during surgery. An alternate system was used to complete the case. There was no patient harm.